Manufacturer narrative:
(B)(4). Product was requested to be returned for evaluation and has not been received. Note: this submission is based solely on the user facility statement. (B)(4).

Event description:
The customer reported that the cufflator will not hold pressure. The reported did not know when the issue was discovered. There was no patient involvement or injury reported.